Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
The event involved a 5" smallbore bifuse ext set w/2 microclave® clear, 2 clamps, where it was reproted that during during an infusion, leaking at the hub was noted. No patient harm reported. There was a small delay in therapy. The tubing was infusing intralipids. The hub looked to be cracked.